Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes the stopper is not easy to pull out, and leaks blood when pulled out. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of the returned photo indicates leakage due to a difficult stopper pull out. Additionally, ten retained samples were functionally tested, and none of these samples showed difficulty in removal. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode stopper pullout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes the stopper is not easy to pull out, and leaks blood when pulled out. No adverse impact was reported regarding the patient or user.